Manufacturer narrative:
The device sc-1432 serial number (B)(6), was not returned to boston scientific for analysis. A labeling review was conducted and stated the undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control are known risk with the use of spinal cord stimulation (scs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation that persisted despite multiple reprogramming attempts. The underlying cause could not be resolved. The patient also requested access to magnetic resonance imaging (MRI). As a result, a revision procedure was performed in which the implantable pulse generator (ipg) was explanted and replaced. The patient is reported to be recovering well post operatively. In accordance with facility policy, the explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation that persisted despite multiple reprogramming attempts. The patient also requested access to magnetic resonance imaging (MRI). As a result, a revision procedure was performed in which the implantable pulse generator (ipg) was explanted and replaced. The patient is reported to be recovering well post operatively. In accordance with facility policy, the explanted device will not be returned.